Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the sheath was already kinked when the angio-seal poly-foil pouch was opened. The device was not used and hemostasis was successfully achieved by manual compression. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the MFR report number. The follow up no. 1 report that was submitted on 5/11/18 was inadvertently entered as (B)(4), the MFR report no. Is (B)(4).

Event description:
Additional information as received on 5/8/2018. It was reported that a kink was found in the tip of the locator when the angio-seal poly-foil pouch was opened.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Refer to add'l documents in i2k.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.